Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx055z - as vega ps tibial plateau cemented t3. According to the complaint description, the implant loosened post surgery. A patient's right total knee was being revised for a loose tibial component. Upon exposure it was determined that both the femur & tibial component had debonded from the bone cement on both components. A temporary spacer was inserted until it could be determined that this joint was not infected. The patient is currently scheduled for re-implantation of his right knee on (B)(6) 2021. A revision surgery was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nx031z - as vega ps femoral comp. Cemented f5n r - lot 52360163.

Event description:
Additional info received on aug 16,2021 that the revision surgery has moved to take place on (B)(6) 2021. Involved components: nx031z - as vega ps femoral comp. Cemented f5n r - lot: 52360163.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.